Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they recently had a battery change in november and everything was fine until around march they had a flare since then and I am in pain and have been unable to void much daily. When they visited their specialist nurse in june the stimulator could not be felt on certain settings even when put up really high. Other settings the stimulation was going straight to my foot instead. She sent me for an x-ray and said it had moved slightly now the consultant has emailed and said she checked the x-ray and it¿s working perfectly fine. But I know that somethings is wrong and it isn¿t working fine as I¿m barely feeling stimulation.